Event description:
Related manufacturer reference number:2017865-2021-34283. It was reported that the patient exhibited latent pocket erosion and infection. The pacemaker and the leads were all explanted. During the explant procedure, the previously capped atrial lead on (B)(6) 2007 exhibited cardiac perforation and pericardial effusion when the lead was explanted. The effusion grew size to the point that an open heart surgery was warranted. The cardiac surgeon found a small perforation in the right atrium and surgically closed the hole. Patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.